Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B)(4) device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
The patient reported having a large hematoma and that dark blood was coming from both ends of the incision site. The patient also reported having a blister and drainage and the skin was discolored. One week later, additional information was received indicating the device and leads were removed because of infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the (B)(4) device is in process; the results will be forwarded when available. The (B)(4) device is part of the advisory for this model.

Event description:
Asku